Event description:
Information received by medtronic indicated that the insulin pump had a flashing display. Customer stated that the insulin pump was alarming and the screen was flashing. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring: black. Customer returned, insulin pump for an alleged flashing medtronic logo found on dec 20, 2021. Device received, with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test, due to flashing medtronic logo. Unable to download history files and traces using thump, due to flashing medtronic logo. Device was cut open to perform visual inspection and found, no physical or moisture damage on electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, serial label damage, keypad overlay texture damage, and minor scratches on lcd window. In summary customers alleged partial display was not confirmed. However, a flashing medtronic logo was confirmed, and isolated to the electronic assembly. Device failed to download history files and traces, due to a hardware error. Blank display not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.